Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced.

Event description:
The hospital reported the unit had a broken wheel. There was no report of patient involvement.